Manufacturer narrative:
The initial reported event was received on 2014-10-03. Of note, the reportable malfunction and serious injury (cardiac arrest) is normally submitted via a bimonthly medwatch report submission that would have been due on 2014-12-10. Information was subsequently received on 2014-10-09 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: mcs-p3-943, transcatheter valve, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that 2 days post implant of the implantable pulse generator (ipg) system the patient was found unresponsive with bradycardia (heart rate in the 30's). Advanced cardiac life support was initiated and the patient went into a pulseless electrical activity (pea) arrest. The patient was given epinephrine, bicarbonate, and calcium. The patient went into ventricular tachycardia (vt) and it was noted that there was a malfunction of the ipg system which likely precipitated the arrest. The patient was externally defibrillated. Cardiac enzymes were elevated indicating an ischemic event had occurred. An echocardiogram showed no pericardial effusion or right sided strain. The patient was intubated, transferred to intensive care unit and placed on hypothermia. Three days later, a transvenous pacemaker was implanted due to the possibility of recurrent loss of capture with the ipg system. The patient was taken off of hypothermia and sedation but was still comatose. Final electroencephalography (eeg) report revealed a burst suppression pattern with triphasic waves indicating diffuse cerebral dysfunction/anoxic brain injury. The patient subsequently passed away 6 days following the arrest. The patient was enrolled in the (B)(4) trial.